Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event is confirmed as x-rays were provided. Visual examination of the provided pictures identified a glenosphere and bearing with biodebris. The taper adapter is connected to the glenosphere but the baseplate is not shown. A review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a healthcare professional. A review of the available records identified the following: left total shoulder arthroplasty with separation of the glenosphere from the glenoid baseplate but no definite glenohumeral dislocation. A definitive root cause cannot be determined. It was noted that this happened during resistance training and could be a contributing factor. Without additional info the root case is still unknown. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: associated product information, part (lot): 113633 (749570), 115320 (200550), 115370 (713450), 115396 (395390), 180552 (861160), 180553 (099160), 405800 (516420), 405889 (793210), ep-115396 (873630). G2: foreign - the event occurred in australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as the hospital discarded it as a biohazard. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately forty (40) months after a shoulder arthroplasty procedure, the patient underwent a revision due to component disassociation. The patient reported a pop and pain following resistance training at the gym. The patient continued daily activities for approximately a year before seeking medication intervention. The polyethylene bearing was also observed to have wear, but the surgeon noted this was most likely due to the disassociated components rubbing together for a year's time. The impacted components were replaced during the revision without any reported surgical complications. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately four and a half (4.5) years after a shoulder arthroplasty procedure, the patient underwent a revision due to component disassociation. The patient reported a pop and pain following resistance training at the gym. The impacted components were replaced during the revision without any reported surgical complications. Attempts have been made, and no further information has been provided.